Manufacturer narrative:
This supplemental report is being submitted to provide a correction in the following fields: updated fields: a2, a4, a5, a6, b3, b5, b6, b7, d5, d8, d10, e1, e2, e3, e4, g2, g3, h2, h6, h11 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the lock byproducts were not locked, and noisy image that made impossible to display images. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lock byproducts are not locked. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: lock byproducts are not locked, causing noise in the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video processor had noise symptoms occurred, impossible to display images. This occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm.